Manufacturer narrative:
Bottle 8(ethanol) was removed from the instrument for approximately 26 seconds at 22:08pm on (B)(6) 2016, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Based on the information provided by the complainant it was determined that the sub-optimal tissue processing reported was derived from the "2 hour test" protocol started in retort at 22:08pm on (B)(6) 2016, which completed successfully at 02:30am on (B)(6) 2016 comprised (B)(4) cassettes, based on data entered into the instrument software by the user. The reagent in bottle 8 (ethanol) was subsequently used in the final dehydration step of the "2 hour test" protocol started in retort a at 22:08pm on (B)(6) 2016. All other reagents had been used for at least three previous processing run without incident. Although the user affirmed in the instrument software that the concentration in bottle 8 (ethanol) was to be set to default value of 100% at 22:08pm on (B)(6) 2016, the actual ethanol concentration in bottle 8 (ethanol) remained unchanged at 65.7%. Per the information provided by the complainant, it was determined that a user had reset the station properties for bottle 8 without actually replacing the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, reagent in bottle 8 (ethanol) was used for the final dehydration step of the "2 hour test" protocol started in retort a at 22:08pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "2 hour test" protocol started in retort a at 22:08pm on (B)(6) 2016, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 76 tissue samples from a two (2) hour protocol in retort a, which completed at 2:30am on (B)(6) 2016. The complainant described the affected samples as "white"; and reported that: "it appeared that there was water and wax in the retort." The complainant also reported that no errors had been displayed; one of the reagent bottles designated for xylene was "contaminated" and that all the reagents on the instrument at the time of the event had been replaced. The complainant further advised a leica field support specialist (fss) that there was a "drastic discrepancy" between the ethanol concentration calculated by the instrument software and that measured using a hydrometer; stated that: "...bottle #8 had no documentation in manual that it was changed"; conveyed that it was suspected that a user had reset the station properties for bottle 8 without actually replacing the reagent and undertook to provide the measured and calculated ethanol concentrations in bottles 3-10 inclusive by email. As at (B)(6) 2016, the measured and calculated ethanol concentrations in bottles 3-10 inclusive have not been provided by the laboratory. On 05 february 2016, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.